Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd safe-clip¿ needle clipping device was not clipping properly. The following information was provided by the initial reporter: "...it is evident that when cutting needles does not insert the needle correctly, a batch of the device is taken for the quality report."

Manufacturer narrative:
Investigation summary: customer returned a video of the patient attempting to use the safeclip needle trimmer. The patient could not insert a pen needle into safeclip. Wear to the device over numerous uses may be sufficient to result in difficulty using the device. Build-up of the remnants of clipped needles may further inhibit usage. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the video clip received, embecta was able to confirm the customer¿s indicated failure of the safeclip not clipping. The root cause of the safeclip being blocked to the point of being unable to trim needles may be numerous uses over time wearing down the port and the clipper becoming occluded with material from previously clipped needles.

Event description:
It was reported bd safe-clip¿ needle clipping device was not clipping properly. The following information was provided by the initial reporter: "...it is evident that when cutting needles does not insert the needle correctly, a batch of the device is taken for the quality report."